Event description:
It was reported that the patient was admitted to the hospital for anemia secondary to suspected gastrointestinal bleed. The patient required 3 units of blood. All anticoagulation was stopped, and blood counts improved. The patient underwent an esophagogastroduodenoscopy (edg) and colonoscopy to determine the source of bleeding. It was noted that colonoscopy results showed perianal hemorrhoids and edg results were negative. Hemorrhoids were the presumed the source of bleeding. The patient was discharged back to rehabilitation in stable condition on (B)(6) 2023. Warfarin was resumed on (B)(6) 2023 with a lower international normalized ratio (inr) goal, but aspirin continued to be held. The device worked as intended and no malfunctions were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.